Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The hrsv monitor was analyzed and the failure was confirmed. The unit was installed onto the test system and on first startup the unit immediately did not present an image. The monitor was completely black without a light seen at all, and there were no connection prompts or messages on startup.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye of the high resolution stereo viewer (hrsv) was observed to be black. There was no reported injury.